Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher. The skin graft mesher was manufactured on january 15, 1996, and is over 20 years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed significant wear to the mesher handle. The latching pins engaged as intended. There was significant deformation to the comb including some bent prongs. The end of the roller extension was deformed. Several of the teeth of the roller gear were broken off. A test mesh was not performed due to the condition of the comb. A ratchet was not returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged gear, roller, side plates, comb, latching pins and shoulder bolts. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that several of the teeth of the roller gear were broken off. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that several of the teeth of the roller gear were broken off and there was significant deformation to the comb including some bent prongs. The IFU states to ¿push the pins (b) in until they will go no further. If the handle does not close properly, check the spur gears for proper alignment. Do not force the handle down as this may damage the instrument. Do not force the pins. The pins should slide easily into position. If not, try to re-align or re-install cutter.¿ and ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the device had broken teeth at the turning wheel. Initial assessment of the returned mesher revealed there was significant deformation to the comb including some bent prongs.